Manufacturer narrative:
Consumer's buttocks were burned which indicated that she was sitting on the pad, crushing the pad, which is a direct violation of the instructions and warnings provided. Consumer fell asleep while using the product which is also a direct violation of the instructions and warnings provided. This incident is the result of the consumer's misuse/ abuse of the product.

Event description:
Consumer claims she fell asleep while using the heating pad and awoke to find burns to her bottom. She was diagnosed with 2nd and 3rd degree burns.